Manufacturer narrative:
A ge svc rep performed an onsite investigation. The mainframe batteries were evaluated and replaced. The gib nodes, ffb nodes and tube filament calibrations were also reloaded. The sys was tested and found to be working as intended and returned to svc.

Event description:
The customer reported that there was an 'kv on in error' message displayed. This error is likely to result in an immediate loss of system functionality and an un-commanded shut down. There is no report of a pt injury or death associated with this event.